Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is unable to communicate with the patient¿s ipg following an unrelated surgery. Reportedly, the ipg was not put into surgery mode prior to the unrelated surgery. Troubleshooting was unable to resolve the issue. Diagnostics revealed that the ipg is inoperable. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The reported observation of ¿ipg inoperable¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure. Per clinicians manual arten600060791 rev. A - under warnings - there is sufficient documentation concerning the use of electrosurgery devices. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.